Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had an unknown issue. The patient needed surgical re-intervention to resolve the issue.